Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, before the guidewire was inserted into the endoscope¿s working channel, it was noted that the hydrophilic coating was peeled. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results reveal on (B)(6) 2015 that the distal tip was detached exposing the tip of the metal corewire.

Manufacturer narrative:
(B)(4) for the reported event of guidewire distal tip detached exposing the tip of the metal corewire. A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire approximately 0.1cm. No evidence of corewire fractured. The complaint is not consistent with the return. The information provided by the customer stated the tip was peeled however the return found that the distal tip was detached exposing the tip of the metal corewire. It is most probable that procedural factors could have generated the damage encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.